Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose was in the range of 500 mg/dl. The customer was not present during the phone for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.